Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that prior to the last session, the v sensing integrity counter (sic) went up to 37 (within 25 days), and the rv pace lead impedance was 4047 ohms on (B)(6) 2016. Concomitant products: 5554-53 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there had been high right ventricular (rv) lead bipolar pacing lead impedance alerts recently. It was also noted that the device had started seeing small numbers of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited high impedance and noise. The lead pace/sense portion was capped and replaced. The high voltage therapy coils remains in use.